Event description:
New close system transfer device. The device came apart at the primary connection to the patient's port x 2. First, pt was pushing herself up in bed. Second, pt was sleeping and arm was on the device. Bd reps came while pt was still here and rn and pt reviewed the incident with the bd rn. Ref report: mw5173366.